Event description:
It was reported by the patient that following a water vapor therapy procedure, the patient had a catheter for 7 days. He experienced pain and blood in his urine for 4 weeks. He got an infection which progressed into sepsis. No further information provided.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that following a water vapor therapy procedure, the patient had a catheter for seven days. He experienced pain and blood in his urine for four weeks following the procedure. He developed an infection which progressed into sepsis. No further information was provided.

Manufacturer narrative:
The delivery device was not returned for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain, hematuria, infection and sepsis are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.